Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead expienced two shocks. Device evaluation was done and it was determined the shocks were inappropriate and were caused by noise and ovesensing on the lead. Also, the rv lead's pacing impedance was greater that 2000 ohms; it was suspected the lead was fractured. Surgical intervention was attempted, however, access could not be obtained due to venous occulsion. The system was turned off and the patient was sent home wearing a life vest. System extraction was reviewed with the patient and the patient refused. Therefore, a new implantable cardioverter defibrillator (ICD) system was implanted on the patient's right side; the system on the left remains implanted but is programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.